Event description:
It was reported that the patient received a pod error in the morning. The patient was instructed to change the pod. Two hours prior, the patient had received an error message indicating an urgent low. Reportedly, the blood glucose reading was 140 mg/dl and decreased to 44 mg/dl in just 2 sensor readings while wearing the pod between 24 and 36 hours. The patient stated that their blood glucose level later went back up to 150 mg/dl. No treatment details were provided. The controller was in use at the time of incident.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone14.7cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.